Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1219856-2010-00548 for the first event involving the same pt. It was reported that while in the cardio-vascular lab (cvl), this is the second catheter that was inserted via the pts' right groin. The md stated the insertion was difficult and as a result, the iab was not inserted. The intra-aortic balloon (iab) was removed and a non fiberoptix sensor (fos) iab was inserted with success. There was no reported pt death or injuries. There was no reported medical/surgical intervention required. The procedure was delayed for about 15 mins with the pt listed in fine condition. Add'l info rec'd on (B)(6) 2010 from the sales rep stated that a different sheath was used for the second insertion. In both cases the iab's were prepped per instructions for use. The user could not get flow back.